Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no impact to the customer's blood glucose level. Reportedly, the customer removed the infusion set site and reinserted the site to resolve the issue.